Event description:
Customer's daughter reported her father received a reading of 141 mg/dl and shortly after he went into shock and had a seizure. Paramedics were called and the customer was transported to the hospital. Customer was administered "glucosage and acidtone" to raise his glucose levels. The reported freestyle flash reading of 141 mg/dl was not consistent with the customer's state, nor the treatment provided at the hospital.